Manufacturer narrative:
On 25-apr-2018: initial and follow up report was submitted to FDA together as one single report.

Event description:
On 06-apr-2018: case description: this spontaneous case was reported by a healthcare professional to bracco imaging (B)(4) and forwarded to (B)(4) (operating on behalf of bracco) on 06-apr-2018. The case describes the occurrence of a colon perforation in a (B)(6) female patient who underwent a virtual colonoscopy with the protocol colon insufflator (model 6400, serial (B)(4), lot number unknown) due to the investigation of haemoglobin level variation. The patient's past medical history included an unspecified colic problem ten years ago, rectal tumor treated with surgery, pelvic tumor treated with radiotherapy and anaemia which was detected during the last ambulatory control of cardiac disease. Concomitant illnesses included a non-specified cardiac disease and abnormal haemoglobin levels. Concomitant medications were unknown. The patient was treated for the event with surgical intervention. On an unknown date, the patient went to the hospital for an unspecified reason. On (B)(6) 2018, the patient underwent a virtual colonoscopy with the protocol colon insufflator. The procedure was not planned in advance, the patient came to the hospital for another unspecified reason. The patient had refused a colonoscopy under general anaesthesia; therefore, the virtual colonoscopy was planned. On (B)(6) 2018, the colonoscopy procedure was started by a senior radiologist according to the local usual modalities. The balloon was filled with 80 ml of air. The insufflation was started slowly at the beginning as usual, and at a certain moment, the pressure decreased and the patient complained of abdominal pain. An abdominal computerised tomography (CT) scan was performed immediately and a colon perforation (seriousness criterion: hospitalisation) was identified. The patient was immediately transferred to the surgery department for surgical intervention. The status of the patient has improved since the surgery. The patient was still hospitalised on (B)(6) 2018 due to fatigue. No technical issue was identified with the insufflator device or the disposable balloon (batch number not available). The disposable balloon was discarded. The same device was used during a few examinations after the incidence, without any issues. The insufflator was then placed in quarantine and an investigation by the manufacturer was requested by the reporter. According to the radiologist who performed the examination, the issue is rather related to the cannula positioning than to a defect of the protocol colon insufflator. The radiologist also stated that the history of radiotherapy might have led to fragilization of the digestive wall, which was a risk factor for the colon perforation. Most recent follow-up information incorporated above includes: 13-apr-2018: follow up information was received from the reporting radiologist at bracco imaging (B)(4) and forwarded to (B)(4) on the same day. Patient's medical history, hospitalisation details and the reporter's assessment were updated. Outcome: recovering/resolving. Additional information is requested. (B)(4).

Manufacturer narrative:
April 25, 2018: initial and f/u report was submitted to FDA together as one single report. Bracco company comment: a 55-year-old female patient with an unspecified cardiac disease and with a history of surgically removed rectal tumor many years ago, and of pelvic tumor, treated with radiotherapy, underwent a virtual colonoscopy due to unclear anaemia, using the protocol colon insufflator. The investigation was performed by a senior radiologist. The balloon was filled with 80ml of air. The insufflation was started slowly at the beginning as usual, and at a certain moment, the pressure decreased and the patient complained of abdominal pain. Colon perforation was diagnosed and the patient immediately was operated. There was initial improvement after surgery, but nine days later the patient still was hospitalized due to fatigue. On an unknown time within 2 months of event onset, the patient has died. No information on the cause of death was available at the time of this report. Outcome of the colon perforation at the time of death was unknown. The protocol colon insufflator had been used during a few examinations after the event of the colon perforation without any issues, and was then removed from the site for investigations by the manufacturer. Problems found included flow too low, 2 bumpers missing and old type ribbon. Bumpers, eprom, latch, ribbon cable and connector were replaced. The system was upgraded, and calibration, burn in, final and safety testings were performed, and the device and passed the quality control. According to the radiologist who performed the examination, the issue was rather related to the cannula positioning than to a defect of the protocol colon insufflator. The radiologist also stated that the history of radiotherapy might have led to fragilization of the digestive wall, which was a risk factor for the colon perforation. Bracco agrees with this assessment. With regard to the death of the patient, there currently is not yet enough information available to assess the relationship to the event or the device. Further information has been requested.

Event description:
April 6, 2018: case description: this spontaneous case was reported by a healthcare professional to bracco imaging france and forwarded to iqvia ls (operating on behalf of bracco) on (B)(6) 2018. The case describes the occurrence of a colon perforation in a 55-year-old female patient who underwent a virtual colonoscopy with the protocol colon insufflator (model 6400, serial number (B)(6), lot number unknown) due to the investigation of hemoglobin level variation. The patient's past medical history included an unspecified colic problem ten years ago, rectal tumor many years ago treated with surgery, pelvic tumor treated with radiotherapy and anemia which was detected during the last ambulatory control of cardiac disease. Concomitant illnesses included a non- specified cardiac disease and abnormal hemoglobin levels. Concomitant medications were unknown. The patient was treated for the event with surgical intervention. On an unknown date, the patient went to the hospital for an unspecified reason. On (B)(6) 2018, the patient underwent a virtual colonoscopy with the protocol colon insufflator. The procedure was not planned in advance, the patient came to the hospital for another unspecified reason. The patient had refused a colonoscopy under general anesthesia; therefore, the virtual colonoscopy was planned. On (B)(6) 2018, the colonoscopy procedure was started by a senior radiologist according to the local usual modalities. The balloon was filled with 80ml of air. The insufflation was started slowly at the beginning as usual, and at a certain moment, the pressure decreased and the patient complained of abdominal pain. An abdominal computerized tomography (CT) scan was performed immediately and a colon perforation (seriousness criterion: hospitalization) was identified. The patient was immediately transferred to the surgery department for surgical intervention. The status of the patient has improved after the surgery; however, she still was hospitalized on (B)(6) 2018 due to fatigue. On an unknown date in 2018, the patient had died. The exact death date and further medical data were not available to the reporter. The reporter was informed about the patient's death on (B)(6) 2018 but had no information on the circumstances of the fatal outcome. The same device was used during a few examinations after the incidence, without any issues. On (B)(6) 2018 the device was removed from the site to be checked by the manufacturer for preventative maintenance. Problems found included flow too low, 2 bumpers missing and old type ribbon. Bumpers, eprom, latch, ribbon cable and connector were replaced. The system was upgraded, and calibration, burn in, final and safety testings were performed, and the device and passed the quality control. The disposable balloon had been discarded and was not returned. The device was returned on (B)(6) 2018 and re-installed at the hospital on (B)(6) 2018 and failed immediately (no insufflation, even if flow increased). Further investigations of the device have been performed on (B)(6) 2018 and (B)(6) 2018 with the following findings: no flow at all. Regulator and assy transducer were replaced. The system was cleaned and checked, calibrated burn-in and final test were performed. The device passed the investigation overall. The company investigating the device cannot explain why the device passed all tests and then failed when installed on (B)(6) 2018. There can be several reasons why a device passes all tests at the repair center and subsequently does not function when installed in the hospital. The reason why the device did not function cannot be retrieved. According to the radiologist who performed the examination, the issue was rather related to the cannula positioning than to a defect of the protocol colon insufflator. The radiologist also stated that the history of radiotherapy might have led to fragilization of the digestive wall, which was a risk factor for the colon perforation. The company investigating the device cannot determine or assess if the failure could have had an impact on the event that occurred or not. Outcome: unknown additional information is requested. Most recent follow-up information incorporated above includes: 13-apr-2018: follow up information was received from the reporting radiologist at bracco imaging france and forwarded to iqvia ls on the same day. Patient's medical history, hospitalisation details and the reporter's assessment were updated. 15-may-2018: follow up information was received from the manufacturer at bracco and forwarded to iqvia on the same day. Investigation results were provided. 11-jun-2018: follow up information was received at bracco imaging france and forwarded to iqvia ls on the same day. Further information regarding the death of the patient was provided. 19-jun-2018: follow up information was received at bracco diagnostics and forwarded to iqvia ls on the same day. The final investigation report was provided after investigation of the device by acist. On 25-jun-2018, follow up information was received from the initial reporter at bracco imaging france and forwarded to iqvia ls on the same day. Further information regarding the evaluation of the device was provided. Further information on the circumstances of the patient's death the earliest are available by (B)(6) 2018.

Manufacturer narrative:
(B)(6) 2018: initial and follow up report was submitted to FDA together as one single report. Bracco company comment: an 88-year-old female patient with an unspecified cardiac disease and with a history of surgically removed rectal tumor many years ago, and of pelvic tumor, treated with radiotherapy, underwent an unplanned CT colonoscopy (ctc) with the protocol colon insufflator due to unclear anemia. The investigation was performed by a senior radiologist. The insufflation was started slowly at the beginning as usual, and at a certain moment, the pressure decreased, and the patient complained of abdominal pain. Colon perforation was diagnosed, and the patient immediately was operated. There was initial improvement after surgery, but nine days later the patient still was hospitalized due to fatigue. On an unknown time within 2 months of event onset, the patient has died. No information on the cause of death was available at the time of this report. The protocol colon insufflator had been used during a few examinations after the event of the colon perforation without any issues and was then removed from the site for investigations by the manufacturer. Colon perforation is a very rare but recognized complication of ctc. Based on the investigational results bracco can exclude a role played by the medical device in causing the perforation and therefore also a role in the unfavorable outcome of this patient at risk due to her history of pelvic tumor treated with radiotherapy. Of note: as reported in the labeling the protocol colon insufflator should not be used in patients with a history of recent rectal surgery or low rectal anastomosis, or when proctitis or other rectal conditions such as inflammatory or neoplastic diseases are suspected.

Event description:
(B)(6) 2018: case description: this spontaneous case was reported by a healthcare professional to bracco imaging france and forwarded to iqvia ls (operating on behalf of bracco) on (B)(6)2018. The case describes the occurrence of a colon perforation in a 55-year-old female patient who underwent a virtual colonoscopy with the protocol colon insufflator (model 6400, serial number (B)(6), lot number unknown) due to the investigation of haemoglobin level variation. The patient's past medical history included an unspecified colic problem ten years ago, rectal tumor many years ago treated with surgery, pelvic tumor treated with radiotherapy and anaemia which was detected during the last ambulatory control of cardiac disease. Concomitant illnesses included a non- specified cardiac disease and abnormal haemoglobin levels. Concomitant medications were unknown. The patient was treated for the event with surgical intervention. On an unknown date, the patient went to the hospital for an unspecified reason. On (B)(6)2018, the patient underwent a virtual colonoscopy with the protocol colon insufflator. The procedure was not planned in advance, the patient came to the hospital for another unspecified reason. The patient had refused a colonoscopy under general anaesthesia; therefore, the virtual colonoscopy was planned. On (B)(6)2018, the colonoscopy procedure was started by a senior radiologist according to the local usual modalities. The balloon was filled with 80ml of air. The insufflation was started slowly at the beginning as usual, and at a certain moment, the pressure decreased and the patient complained of abdominal pain. An abdominal computerized tomography (CT) scan was performed immediately and a colon perforation (seriousness criterion: hospitalization) was identified. The patient was immediately transferred to the surgery department for surgical intervention. The status of the patient has improved after the surgery; however, she still was hospitalized on (B)(6)2018 due to fatigue. On an unknown date in 2018, the patient had died. The exact death date and further medical data were not available to the reporter. The reporter was informed about the patient's death on (B)(6)2018 but had no information on the circumstances of the fatal outcome. The same device was used during a few examinations after the incidence, without any issues. On (B)(6)2018 the device was removed from the site to be checked by the manufacturer for preventative maintenance. Problems found included flow too low, 2 bumpers missing and old type ribbon. Bumpers, eprom, latch, ribbon cable and connector were replaced. The system was upgraded, and calibration, burn in, final and safety testings were performed, and the device and passed the quality control. The disposable balloon had been discarded and was not returned. The device was returned on (B)(6)2018 and re-installed at the hospital on (B)(6)2018 and failed immediately (no insufflation, even if flow increased). Further investigations of the device have been performed on (B)(6)2018 with the following findings: no flow at all. Regulator and assy transducer were replaced. The system was cleaned and checked, calibrated burn-in and final test were performed. The device passed the investigation overall. The company investigating the device cannot explain why the device passed all tests and then failed when installed on (B)(6)2018. There can be several reasons why a device passes all tests at the repair center and subsequently does not function when installed in the hospital. The reason why the device did not function cannot be retrieved. According to the radiologist who performed the examination, the issue was rather related to the cannula positioning than to a defect of the protocol colon insufflator. The radiologist also stated that the history of radiotherapy might have led to fragilization of the digestive wall, which was a risk factor for the colon perforation. Summary of the device investigation: there is no indication that there is a defect in the design of the insufflators or their administration sets that would have led to or caused a perforation. The risk / benefit analysis for the protocol and protocol touch insufflators and their associated administration sets is unchanged based on the results of this investigation. The safety and performance of the products will continue to be monitored through post-market surveillance activities. Outcome: unknown no further information is expected; therefore, this case is medically closed. Most recent follow-up information incorporated above includes: (B)(6)2018: follow up information was received from the reporting radiologist at bracco imaging france and forwarded to iqvia ls on the same day. Patient's medical history, hospitalisation details and the reporter's assessment were updated. (B)(6)2018: follow up information was received from the manufacturer at bracco and forwarded to iqvia on the same day. Investigation results were provided. (B)(6) 2018: follow up information was received at bracco imaging france and forwarded to iqvia ls on the same day. Further information regarding the death of the patient was provided. (B)(6)2018: follow up information was received at bracco diagnostics and forwarded to iqvia ls on the same day. The final investigation report was provided after investigation of the device by acist. On (B)(6)2018, follow up information was received from the initial reporter at bracco imaging france and forwarded to iqvia ls on the same day. Further information regarding the evaluation of the device was provided. Further information on the circumstances of the patient's death the earliest are available by (B)(6) 2018. On (B)(6)2018: follow up information was received from the initial reporter at bracco imaging france and forwarded to iqvia ls on the same day. On (B)(6)2018, further follow up information was received via bracco imaging spa, providing the overall analysis of the device. All information was included in this same case version. The onset date and the patient's age were clarified, and the updated information was incorporated in the above narrative. The site indicated that they don't want to forward any further medical information about the patient. The overall analysis of the device was added to the case and the company comment has been updated. Bracco worldwide case ID#: (B)(4).

Manufacturer narrative:
(B)(6) 2018: initial and follow up report was submitted to FDA together as one single report.

Event description:
On (B)(6)2018: case description: this spontaneous case was reported by a healthcare professional to bracco imaging france and forwarded to iqvia (operating on behalf of bracco) on (B)(6)2018. The case describes the occurrence of a colon perforation in a 55-year-old female patient who underwent a virtual colonoscopy with the protocol colon insufflator (model 6400, serial number (B)(6), lot number unknown) due to the investigation of hemoglobin level variation. The patient's past medical history included an unspecified colic problem ten years ago, rectal tumor treated with surgery, pelvic tumor treated with radiotherapy and anemia which was detected during the last ambulatory control of cardiac disease. Concomitant illnesses included a non-specified cardiac disease and abnormal hemoglobin levels. Concomitant medications were unknown. The patient was treated for the event with surgical intervention. On an unknown date, the patient went to the hospital for an unspecified reason. On (B)(6)2018, the patient underwent a virtual colonoscopy with the protocol colon insufflator. The procedure was not planned in advance, the patient came to the hospital for another unspecified reason. The patient had refused a colonoscopy under general anaesthesia; therefore, the virtual colonoscopy was planned. On (B)(6)2018, the colonoscopy procedure was started by a senior radiologist according to the local usual modalities. The balloon was filled with 80ml of air. The insufflation was started slowly at the beginning as usual, and at a certain moment, the pressure decreased, and the patient complained of abdominal pain. An abdominal computerized tomography (CT) scan was performed immediately and a colon perforation (seriousness criterion: hospitalization) was identified. The patient was immediately transferred to the surgery department for surgical intervention. The status of the patient has improved since the surgery. The patient was still hospitalized on (B)(6)2018 due to fatigue. No technical issue was identified with the insufflator device or the disposable balloon (batch number not available). The disposable balloon was discarded. The same device was used during a few examinations after the incidence, without any issues. The insufflator was then placed in quarantine and an investigation by the manufacturer was requested by the reporter. According to the radiologist who performed the examination, the issue is rather related to the cannula positioning than to a defect of the protocol colon insufflator. The radiologist also stated that the history of radiotherapy might have led to fragilization of the digestive wall, which was a risk factor for the colon perforation. During the investigation of the device for preventive maintenance, the unit appeared okay, but it was found that the flow was too low, two bumpers were missing and there was an old type of ribbon cable. The system was then upgraded, calibrated, burn in was performed and it was fully tested for safety and passed the quality control. Outcome: recovering/resolving. Most recent follow-up information incorporated above includes: (B)(6)2018: follow up information was received from the reporting radiologist at bracco imaging france and forwarded to iqvia on the same day. Patient's medical history, hospitalization details and the reporter's assessment were updated. (B)(6)2018: follow up information was received from the manufacturer at bracco and forwarded to iqvia on the same day. Investigation results were provided. Additional information is requested. Corresponding worldwide case ID: (B)(4).